Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation and subsequent death remains unknown.

Manufacturer narrative:
Correction h10: review of the device history record was not possible as the lot number is unknown.

Event description:
At the end of the atrial fibrillation ablation procedure, a cardiac tamponade was noted, and the patient died. A typical atrial flutter ablation was performed previously to the pulmonary vein isolation (pvi). During the right sided flutter ablation, high contact force was seen multiple times (up to 170g for short periods of time). The patient¿s blood pressure remained within normal range. Pvi ablation was performed with no abnormal events and the procedure was completed successfully with the catheters extracted and the patient detubed. At that moment, the patient became hypotensive and an echoscopy revealed a cardiac tamponade. A pericardiocentesis was performed, however, the patient went into ventricular fibrillation multiple times and had to be defibrillated 4 times and was intubated again. The patient left the cath lab in sinus rhythm and was transferred to the intensive care unit. No performance issues with any abbott devices. It was believed the perforation occurred during the flutter ablation, but the saturation of the pericardial fluid contained an arteriële saturation. The patient passed away one day post procedure.